Manufacturer narrative:
The technician installed a mattress revitalization kit to repair the bed.

Event description:
Info received indicates the mattress ticking is worn and fluid has migrated into the mattress.